Event description:
The customer reported that the system displayed poor image quality.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep checked the system resolution and found that it was in spec. He found that the iris collimator was not centered. He realigned it and tested the system which now operates as intended.